Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 118 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results): 1 device: wheel/deformation problem. 62 devices: belt/mechanical problem identified. 17 devices: belt/device migration. 6 devices: belt/mechanical problem identified; wear problem. 1 device: caster/deformation problem. 2 devices: translational motion component/mechanical problem identified 16 devices: belt/wear problem. 1 device: translational motion component/wear problem. 2 devices: caster/mechanical problem identified. 2 devices: guide/wear problem. 1 device: chassis/frame/deformation problem. 1 device: weld/deformation problem. 1 device: belt; translational motion component/device migration; mechanical problem identified. 1 device: appropriate term/code not available/results pending completion of investigation. 2 devices: belt/device migration; wear problem. 2 devices: belt; translational motion component/mechanical problem identified. 1 device: belt; weld/deformation problem; device migration. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 119 malfunction event(s), where it was reported the device experienced difficult to maneuver unit which does not result in a tip. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device that was originally coded as evaluated was found that it was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results) 1 device: appropriate term/code not available/no findings available.

Event description:
No new information.

Event description:
No new information.

Manufacturer narrative:
1 device that was originally coded as not made available by the customer was found that it was evaluated in the field and the issue was confirmed. Evaluation results findings (components/results): 1 device: belt/mechanical problem identified.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: chassis/frame/mechanical problem identified.

Event description:
No new information.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. The device is pending evaluation. Evaluation results findings (components/results). 1 device: insufficient information/results pending completion of investigation.

Event description:
This report now summarizes 120 malfunction event(s), instead of 119.

Event description:
No new information.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results): 1 device: caster/mechanical problem identified.